Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion. It was reported at 1436 236ml bag of platelets were to be infused over min started on baxter pump. Clamp opened on platelets bag and fluid bag was clamped on y type blood/solution set. At 1456 noticed ns bag half empty and very little out of platelet bag. Clamped fluid tubing with kelly clamp and restarted platelet at 1505. Left for MRI 1520 noticed platelet bag more then half full. Anesthesia attempted free flowing the rest of platelets but unable to infuse product. She did not want to push platelets hx of reaction to platelets. Physician notified. He suggested to re draw labs on arrival to unit and order new set of platelet bag there was patient involvement but was no known patient injury or medical intervention associated with this event . No additional information is available.